Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative b-hcg result on the architect i2000sr analyzer. The following data was provided: initial <1.2, repeated positive for 3 samples. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The customer loaded expired architect pre-trigger solution, for an unknown lot number on their architect i2000sr and caused abnormal results. The issue was resolved when new pre-trigger ln 06e23-65 was loaded. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.